Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history did not identify any similar incidents. All available information was investigated and a definitive cause for the reported gripper actuation issue could not be determined. There is no indication of product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed for the gripper actuation issue. It was reported that during device preparation of the clip delivery system, it was noted that one gripper would not fully drop. Troubleshooting was performed, with attempts made to raise and lower the grippers; however, the gripper would not fully drop. The device was not used and there was no patient involvement. There was no clinically significant delay in the procedure. No additional information was provided.